Manufacturer narrative:
Additional devices implanted and/or related to this event: plc141000/17662520, (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician met resistance while advancing a gore® dryseal flex sheath (dsf1833/[(B)(4)] 18069588); however he was eventually able to advance the flex sheath where it was needed. After the gore® excluder® aaa endoprostheses were implanted successfully, the physician ballooned the entire graft. The patient became unstable and experienced a cardiac tamponade. The physician opened the patient and found the patient was bleeding from the lumbar arteries; he believes that during the procedure calcium became dislodged and lacerated the iliolumbar artery which extended into the aneurysm sac. The physician chose to explant the gore® excluder® aaa endoprostheses and perform an open repair. The patient tolerated the procedure.